Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report. The user reported that the ercp procedure for the pt on (B)(6) also had been abandoned due to pt plate errors. In addition, it was reported the electrosurgical unit was charged to the esg-100 due to pt plate and s-cord error just before the procedure. The facility commented that the pt might have special constitution. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the middle of the cutting wire was broken, and the broken part was melted and burned by high temperature. There were no missing parts in the subject device. Omsc found no abnormalities related to the breakage in the subject device and its manufacturing records. Omsc concluded that the cause of the breakage was likely due to high temperature caused by arc discharge. The arc discharge was likely caused by unstable output due to the constitution of the pt. This is one of three reports. Please also reference 8010047-2012-00320, 8010047-2012-00323. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy, the cutting wire of the subject device was broken after unstable output sound of a surgical generator unit esg-100 had continued. The facility reportedly abandoned the sphincterotomy and completed the ercp with endoscopic papillary balloon dilatation (epbd) using uncertain balloon. There was no report of pt injury regarding this report.